Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the device would not rotate. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear of component parts. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during engineering evaluation it was discovered that the attachment device did not rotate. This event was not related to surgery. There were no injuries, medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: due to further investigation, the evaluation was updated. It was determined that the device failure was caused by worn bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.